Manufacturer narrative:
The initial submission of this event was submitted by the manufacturer under MFR. Report # 2916596-2018-01371. This report is being submitted as additional information. The referenced recurring gastrointestinal bleeding incidents were reported under MFR. Report #'s 2916596-2018-04221, 2916596-2018-04231 and 2916596-2018-04233. Approximate age of device - 4 years and 6 months. Manufactures investigation conclusion: the pump was not explanted; therefore, no product was available for investigation. A direct relationship between the device and the reported event could not be determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted due to symptoms of syncope and clinical signs of heart failure. The inr was 1.2. An echocardiogram performed was consistent with partial pump thrombosis. Laboratory test results indicated elevated plasma free hemoglobin. Support was withdrawn and the patient subsequently expired. An autopsy on the patient was not performed therefore the pump was not explanted. Of note, the patient's anticoagulation/antiplatelet therapy was discontinued in (B)(6) 2015 due to recurring gastrointestinal bleeding. No additional information provided.